Manufacturer narrative:
Results of investigation: the device, intended for use in treatment, was returned for evaluation. A visual inspection was conducted and confirms the impactor has damaged threads causing the stated failure. This device exhibit signs of significant wear/ usage. This device was manufactured in 2014. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that r3 straight shell impactor the above part is broken. It is unknown if there was a case involved or when the event happened.